Manufacturer narrative:
Other applicable components are: product ID: 978b128, lot# va2bldb. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 14-oct-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they are in the hospital and need someone to come checked the device. Patient stated they were in a car accident and the scan shows the lead was disconnected. Patient stated they were not sure if the lead from disconnected from the nerve or the ins. No further complications were reported at this time.